Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer who stated that the issue has been resolved. No additional information was provided. Based on the information available, the cause of the reported problem was unable to be determined. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint that all monitors were down. The device was reported to be in clinical use. No adverse event to the patient or user was reported.